Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2022. During interrogation of the pacemaker, it was noted that there was an electrogram anomaly which resulted in difficulty reading the setting. No programming changes were made. The patient was in stable condition.